Event description:
It was reported the up button on the insulin pump was not responding. Customer's blood glucose was 337 mg/dl, still hadn't treated. Customer's family or friend does not recall any significant event that may have caused the keypad issue. Customer's family or friend was advised to discontinue use of the device and revert to back up plan. Customer was advised the device was not water tight and to ensure that it does not come in contact with sweat. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip. The numbers were not ramping up on its own or scrolling bar moving with no input.